Event description:
It was reported that the patient expired 266 days following a coronary artery drug eluting stenting treatment procedure. The initial procedure identified two target lesions. Target lesion one of the ostial proximal rca (right coronary artery) was not treated. Target lesion two was an ostial, heavily calcified lesion of the lmca (left main coronary artery) and was treated with direct stenting using a 3.5x8mm taxus express2 drug eluting stent and post dilation. The patient was discharged five days following the initial procedure on asa and plavix. The patient expired 266 days following the initial procedure. The cause of death is unknown. The study site has been unable to obtain permission from the patient's next of kin to obtain additional information surrounding the patient's death.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.